Event description:
False positive result (s). 3 tests in the same hour, all positive. All false positive. After running around and trying to get a pcr test to no avail, I bought a few of the better branded tests made in the USA and all came out negative just hours later.